Event description:
Baxter foreign affiliate reported home pt(hp) felt full, as if pt were overfilled. In fill 2 of 6 during automated peritoneal dialysis therapy using the homechoice cycler. Affiliate reported that the hp was placed into a manual drain and removed 805ml of fluid. Affiliate reports the hp felt pain in pt side and experienced difficulty breathing. According to affiliate, the hp's relative ended therapy early with the intention of taking the hp to the hosp.